Event description:
Surgeon was performing a procedure to reposition a shunt. He had made a small incision into the abdomen, and pushed a ray-tec gauze into the incision to clear up fluid so the abdominal cavity could be viewed. When he attempted to remove the ray-tec it split in half, and the other half remained inside the abdomen. The remaining ray-tec was removed. Another ray-tec was tested and it tore in half with little effort. We immediately counted the ray-tec and removed them off the field.